Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Citation: kinny-köster, b., walsh, c.m., sun, z. Et al. Minimally invasive total pancreatectomy with islet auto transplantation for chronic pancreatitis: the robotic approach. Surg endosc 38, 3948¿3956 (2024). Https://doi.org/10.1007/s00464-024-10904-w. Field b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d - suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Blank MDR fields: no robotic group patient demographic data was provided, only the whole cohort including laparoscopic and robotic patients were provided. The mean age of the population at the time of surgery was 41.3 years for the whole cohort. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h4 is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
A literature article described a retrospective analysis between january of 2013 to december 2021 of 61 patients that underwent total pancreatectomy with islet auto transplantation (tpiat). The study was conducted to evaluate the patient outcomes of robotic approach (r-tpiat) compared to open tpiat. Mis-tpiat was performed in 41 patients (15 robotic and 26 laparoscopic), and was associated with a shorter mean length of intensive care unit stay compared to open tpiat. The robotic procedures were performed using da vinci systems. The 90-day major complication rate (clavien¿dindo grade > iiia) for r-tpiat was 13%. A patient required a reoperation on postoperative day 1 for bleeding from the portal vein venotomy, and a patient required reoperation on postoperative day 75 for an inner hernia. No mortality occurred within 90 days postoperatively in the robotic group. There were no da vinci device issues reported in the article. The designated author was contacted and confirmed that there were no device malfunctions that occurred during the procedures.